Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2016) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no, expiry date), d.6b, g3, g4, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with symptomatic left inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh. Per op notes, ¿direct hernia of a small to moderate size was noted. An extra large 3dmax mesh was deployed into the preperitoneal space and secured to cooper ligament using capsure tacks.¿ (B)(6) 2022 ¿ patient was diagnosed with chronic abdominal pain thereby underwent laparoscopic repair with the partial removal of mesh. Per op notes, ¿previous mesh and fixation tacks characteristic of the cap sure fixation device were noted. The inferior corner of mesh was located just above the superior border of the inguinal ring. Adhesion was lysed. A small portion of mesh was left in place. The remainder of mesh was removed. A single surgical screw was noted to be embedded with in the presumed cord structures. The unwound screw which centrally appeared to be a wire was also removed.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.